Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damage on the enclosure, tank cover, front cover and line cord. Functional testing could not confirm reported problem. The root cause of the reported could not confirm reported problem. D4 (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device is non-functional and not pumping fluid. No patient injury was reported.